Event description:
It was observed that during the device evaluation, the videoscope had foreign material attached to the nozzle, the plastic distal end cover, the adhesive around the objective lens, the adhesive around the light guide lens, and the bending section cover rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The following deviation from instructions for use (IFU) was confirmed: there is possibility customer did not brush enough cannot be denied during reprocessing. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is confirmed that the device did not meet its specifications and function. However, a root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.